Event description:
The disc drive is not being recognized in the rosa software. When the disc was inserted into the drive, the option to load is not showing on the screen so the images on the disc can't be recognized. The surgeon, had this issue during a case, however he loaded the images in another manner. This was also tested by the company representative and still had the same issue.

Manufacturer narrative:
Analysis of the data did not show that the issue was related to the software. Based on the investigation performed, the technical root cause of the event can not be determined. The issue is recurrent so it seems to be a hardware disc drive issue.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4)

Event description:
The disc drive is not being recognized in the rosa software. When the disc was inserted into the drive, the option to load is not showing on the screen so the images on the disc can¿t be recognized. The surgeon, had this issue during a case, however he loaded the images in another manner. This was also tested by the company representative and still had the same issue.